Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. Blood glucose level was 186 mg/dl at the time of the call. Troubleshooting showed that the site or set may have been occluded. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.